Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Attempts to program the lv lead without stimulation were unsuccessful. The lv lead was reprogrammed to turn off pacing. The lv lead remains in the patient. No further patient complications have been reported as a result of this event.